Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not go into standby mode. The remote service engineer (rse) stated that the average air standard liter per minute (slpm) readout is -9 with flow and pressure set to zero on the pneumatics page with an out of tolerance of -1 to 1. The rse advised to replace the flow sensor assembly. Onsite service is pending. Device evaluation and repair are pending.

Manufacturer narrative:
A quote was sent to the customer for onsite service but was later cancelled due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.